Manufacturer narrative:
The reported event of mw file - air in line file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "rn went to check on the pt and noticed the IV pump had small pockets of air through the tubing but it was still infusing. The secondary fluid bag was empty, and the primary bag was half full and still infusing. The pump was turned off and the IV tubing was disconnected from the pt." There was no patient harm. The customer later reported the patient had been started on fluids on a different floor.

Manufacturer narrative:
The reported event of mw file - air in line file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "rn went to check on the pt and noticed the IV pump had small pockets of air through the tubing but it was still infusing. The secondary fluid bag was empty, and the primary bag was half full and still infusing. The pump was turned off and the IV tubing was disconnected from the pt." There was no patient harm. The customer later reported the patient had been started on fluids on a different floor.